Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). (B)(6). Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion was found at 51.5-54.5cm from the connector pin. Other internal insulation abrasions were found at 33.1-33.4cm, , 33.9-34.5cm, and 56.0-57.3cm from the connector pin. The etfe coating was intact at all abrasion locations.

Event description:
This report is to advise of an event observed during analysis.